Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-gl-001/sm42842395), used with the complaint transmitter device, was returned on (b(4) 2014. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the device failed due to no power. Because the device was received in a condition making evaluation not possible, the complaint of an intermittent out of range signal could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.